Manufacturer narrative:
No problem found with returned cartridge. Review of cartridge lot # yields no similar reports. No evidence of a device malfunction. Biocompatibility of device has been established. Pt continued with cvvhd therapy using nxstage system one. Investigation is on-going, if add'l relevant info becomes available, a f/u report will be submitted.

Event description:
Ten minutes after the re-start of a cvvhd treatment following cartridge replacement patient became hypotensive and bradycardic, then unresponsive. CPR was initiated, pt was intubated and given 1 mg atropine and 1 mg epinephrine. Patient stabilized and cvvhd therapy continued. Nurse reported patient had experienced tachycardia symptoms since cvvhd was initiated on (B)(6) 2010.